Event description:
The customer observed negatively biased hdlc results on the vitros 250 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.